Event description:
It was reported that the patient was recently implanted and may have an infection. It was noted that the issue had begun on the date of this report. It was noted that the extension and probably the implantable neurostimulator (ins) were being removed at the time of the call in attempt to resolve the issue. The issue was unresolved at the time of this call. Additional information received reported it was unknown if a culture was done. The location of the infection was the right chest. The extension and ins were removed on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# v358538, product type lead; product ID 7482a51, serial# (B)(4), product type extension; product ID 3389s-40, lot# v183928, product type lead; product ID 7482a51, serial# (B)(4), product type extension. (B)(4).